Event description:
A malfunction alarm was reported on the pump, identified as malf 12, with the fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset, allowing continued use of the pump. The customer understood and acknowledged instructions to contact technical support if the malfunction code recurs.